Manufacturer narrative:
Results of investigation: this unit was serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. During testing, the service technician discovered a faulty driver power module. The service technician will replace the driver power module to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator stopped oscillating while in use on a patient. There was no patient harm associated with this reported event.